Manufacturer narrative:
Analysis was completed and the device entered backup vvi mode due to a por (power on reset). The por was due to low battery voltage caused during high-voltage charging and is not considered a device malfunction. The device was otherwise normal. No anomaly was detected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a device exchange procedure. Upon pre-operation interrogation, it was observed the implantable cardioverter defibrillator was in backup vvi mode. The device was explanted and exchanged with no complications. The patient was stable.

Event description:
New information of the return document revealed the device was unable to be interrogated.